Event description:
The customer stated that she experienced high blood glucose, and felt sick all night. The customer felt that the insulin pump was not delivering insulin, and was concerned that she had not received a no delivery alarm. Troubleshooting revealed no damage to the drive support cap. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer removed the infusion set, and the cannula was bent. The customer was not comfortable using this device, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Drive support disk was inspected and no anomaly was noted.